Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding and painful periods, less bleeding post ablation') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 13 years. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful periods"), lasting 5 years, was found to have weight increased ("in last couple of years gained 40 lbs") and experienced abdominal distension ("look 5 months pregnant"), asthenia ("have no energy"), pruritus ("my skin itches a lot") and menopause ("my drs say it is perimenopause"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia had resolved and the dysmenorrhoea, weight increased, abdominal distension, asthenia, pruritus and menopause outcome was unknown. The reporter considered abdominal distension, asthenia, dysmenorrhoea, menopause, menorrhagia, pruritus and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding and painful periods, less bleeding post ablation') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 13 years. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful periods"), lasting 5 years, was found to have weight increased ("in last couple of years gained 40 lbs") and experienced abdominal distension ("look 5 months pregnant"), asthenia ("have no energy"), pruritus ("my skin itches a lot") and menopause ("my drs say it is perimenopause"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia had resolved and the dysmenorrhoea, weight increased, abdominal distension, asthenia, pruritus and menopause outcome was unknown. The reporter considered abdominal distension, asthenia, dysmenorrhoea, menopause, menorrhagia, pruritus and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.